Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call damage to the insulin pump battery cap . The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display due to battery cap damage.. Customer also reported to have experienced a high blood glucose of 500 mg/dl . Customer did not mention any form of treatment and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.